Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to recurring incontinence. It was noted that the cuff was too big which resulted in reoccurring incontinence. The 5.0cm cuff was removed and replaced with a 3.5cm cuff. No further patient complications were reported.